Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient's stimulation stopped when they turned their head any way. Stimulation is also reported to be not regulated and fluctuates. The patient's ins was implanted on the rear end instead of the flank due to her being very short. Because the physician implanted the device very low, the patient had to stand or lay down and can't sit because the ins would try to come through skin. Manufacturer representatives seem to get very agitated when trying to adjust stimulation because the patient can't physically roll over from one side to the other when trying to set it. They have to lay down and sit up when trying to adjust. Patient was also reported to have neck issues with painful popping and cracking of the neck and a huge knot which they had before the device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.